Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the auxiliary channel of the subject device tested positive for klebsiella pneumoniae and stenotrophomonas maltophilia (>51cfu) and the suction channel tested positive for same bacteria (>300cfu). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for following microorganisms and the test result was defined as alert level in the french guideline. The biopsy channel:bacillus spp. Mesophylls (2cfu/endoscope), brevundimonas vesicularis (3cfu/endoscope), staphylococcus coagulase negative (3cfu/endoscope). The auxiliary water channel: staphylococcus coagulase negative (5cfu/100ml) . The evaluation by (B)(4) confirmed that there were scratches and sediments within the biopsy channel. (B)(4) will offer the user facility a repair (replacement of the channel).